Event description:
Pt underwent treatment with cutera titan laser for face by a nurse. Noted significant pain after a few passes. Treatment was stopped by the treating nurse. She developed severe second and third degree burns on the treated cheek, which then required skin grafting to some and have left permanent hypertrophic erythematous scars -total # = 7 scars-. According to the pt, the treating physician notified the manufacturer, cutera and the device was inspected by the manufacturer. She was seen in our office in 2009 with seven permanent linear erythematous and hypertrophic scars on the cheek. Dates of use: 2009. Diagnosis or reason for use: skin laxity. Event abated after use stopped or dose reduced: yes.